Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer received an off no power alarm without a low battery indicator. Customer's blood glucose level at the time 29.8 mmol/l. Troubleshooting occurred. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, prime, occlusion, excessive no delivery and off no power tests. No unexpected blank display anomalies or off no power anomalies noted during our testing. The operating currents are within specifications. However, the insulin pump was received with cracked lcd window, cracked case at the display window corner, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.